Event description:
It was reported that during deployment of the embolization coil, the coil prematurely detached. A portion of the coil protruded into the pt artery. The coil was retrieved using a snare. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the implant attachment tether that holds the implant intact with the pusher is broken. The remainder of the device appeared normal in spec. The implant was not available for analysis. Root cause analysis: the root cause of this complaint could not be determined as there is no evidence of stretching or being detached by detachment controller. It is unk if microcatheter contributed to incident as it was not available for analysis.